Event description:
A report was rec'd through the us specialty pharmacy (accredo) that there was electrical smoking from an optineb. MFR date: (B)(6) 2010 initial reporter: consumer, reporter details withheld, (B)(4).